Manufacturer narrative:
Initial reporter occupation: synthes sales rep. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the compression distraction instrument was discovered broken before a surgical procedure. It was missing a small nut that keeps the compression knob connected to the distractor compressor. There was no patient involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Compression/distraction instrument was received at cq. Upon visual inspection at cq, the device was identified to be missing a component, tooth wheel tip (which stops the thumb screw falling off from the instrument). The tooth wheel tip of the thumb screw was observed to be missing. Thus, the reported complaint was confirmed. The diameter of the tooth wheel was intended to be ranging from 3.61mm to 3.69mm and was measured to be 3.67mm which is within specification. No product design issues or discrepancies were observed during this investigation. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. Visual inspection of the device received, DHR review and document specification review were performed at cq. It was observed that the tooth wheel tip from the thumb screw was missing. A definitive root cause for the reported condition could not be determined based on the provided information. No product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed.